Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the physician went back with the scope and found the capsule was missing. Capsule was found in the mouth. The pt was not injured following the procedure.